Event description:
Customer reported that a pt underwent an open, primary, incisional/ventral hernia repair procedure in 2008. Mild midline erythemia was noted at the time of pt discharge six days later. The pt was prescribed keflex 500 mg twice a day for 14 days. The surgeon has indicated that this event is not product related but is related to the surgical procedure.

Manufacturer narrative:
Date sent to the FDA: 02/13/2009. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00140 for the other medwatch. The same pt is represented in each medwatch.